Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore , a DHR review could not be conducted. Without the actual or representative sample returned for investigation , the actual root cause of this phenomenon could not be determined. Leak balloon could happen due to several reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
It was reported that the catheter leaked. The device was removed and replaced. There was no patient injury.

Event description:
It was reported that the catheter leaked. The device was removed and replaced. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore , a DHR review could not be conducted. An actual sample was returned for investigation. Based on the reported failure, there was leakage. It was likely that the balloon had leaked. Leak balloon may happen due to several reasons such as contact with sharp object during use i.e. Contact with clamper, kidney dish/tray , overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly , petroleum spirit, paraffin or other relative compounds. Balloon could also leak because of balloon had encounter bladder or kidney stone during use for patient with bladder or kidney stone history. Investigation was performed the actual sample by inflating the balloon. After 20 minutes, the sample could stay inflated with no issue. The catheter was also observed to have no issue during deflation. In our current standard operating procedure, the raw balloons are subjected to 100% visual inspection. Catheter with defective balloon will be culled out during this process. Leak balloon could happen due to several reasons. However , based on the investigation conducted, alleged balloon was able to be inflated without any issue. Therefore , complaint is not confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter leaked. The device was removed and replaced. There was no patient injury.